Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device. It was confirmed that the foreign object was clogged in the air/water nozzle and it could see a part of foreign object was coming out from that air/water nozzle. Omsc checked the photo attached to the evaluation report of sorc and found a sign of insufficient or incorrect reprocessing the subject device with clogging the air/water nozzle. The subject device has been transferred to omsc for the investigation and finding the cause of this reported phenomenon. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the poor water flow from the air/water nozzle of the subject device and it seemed to be clogged with the foreign object, during the preparation for use. The user required that the foreign object removing. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to and investigated at the manufacturing site of olympus medical systems corp. (Omsc). [Investigation results] -the reported phenomenon, ¿foreign matter in the air/water nozzle of the subject device¿ was confirmed. -a component analysis of a foreign substance (white colored) revealed that it was "cellulose". -the manufacturing history (DHR) was confirmed that the subject device was shipped according to the specifications. [Causes] -conclusion the root cause of the reported phenomenon could not be identified. -consideration "cellulose" is a substance that is unlikely to be derived from an endoscope, so omsc could not identify the cause from this analysis, but it may be a fiber such as lint. If additional information becomes available, this report will be supplemented.